Event description:
The physician intended to use the silverhawk to treat the great saphenous vein. It was reported that the tip detached as the silverhawk was removed from the sheath. Another device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.